Manufacturer narrative:
On nov 30th, 2007 I spoke to dr. Who stated: "a nurse noticed the PICC was leaking between the hub and the catheter. The PICC was pulled and a foreign matter was found on the PICC. The PICC was placed in 2007 and antibiotics were being administered through the PICC line. An IV was started to replace the removed PICC. When the foreign matter was allowed to dry it was crystallized in appearance. A full body x-ray was performed and no foreign matter was found in the infant." An investigation is currently underway; upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported to tyco healthcare/kendall on 10/06/2007 that a customer had a problem with a PICC. Customer reports: "after neonate had a drop of blood on arm, they wiped alcohol and an unk material came out. Pathologist could not determine if material was from PICC or neonate." Add'l information was received on 11/30/2007 which revealed that the PICC was leaking and had to be removed which made the event MDR reportable. See section h for add'l info.